Event description:
Procedure type: colectomy. According to the reporter: the customer reports that the stapler only stapled on half the circumference, then stayed stuck in the patient. The surgeons had to recut and redo the anastomosis lower on the colon.

Manufacturer narrative:
(B)(4).